Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. Zeltiq initiated a voluntary discontinuation and recall of parallel plate applicators for the coolsculpting® system due to the observance of an increased rate of paradoxical hyperplasia (ph) associated with these applicators during a recent analysis of data from the 2019-2021 timeframe. These applicators are sold under the brand names coolcore, coolcurve, coolcurve+, coolmax and coolfit.

Event description:
Additional information was received that patient received a coolsculpting treatment to the outer thighs and upper and lower abdomen on (B)(6) 2017 using the legacy coolmax, cooladvantage coolcurve+ and coolsmoothpro applicators.

Event description:
Allergan aesthetics received a report from a patient treated with coolsculpting to the outer thighs and upper and lower abdomen on (B)(6) 2017, (B)(6) 2017 and (B)(6) 2017 using the cooladvantage, coolcore, legacy coolmax, cooladvantage coolcurve+ and coolsmoothpro applicators, who presented with paradoxical hyperplasia (ph) after treatment.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch # 1. Aware date should have been listed as 7/6/2023. Corrected data: e1 e3 changed data: b5 clarification to b3 partial date of event: april 2017 post treatment was provided.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated thighs and abdomen on (B)(6)2017 with coolsculpting may have developed paradoxical hyperplasia (ph).